Event description:
It was reported that the patient turned her stimulator down to eat because she ¿got too much static when she ate.¿ this had occurred since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708360, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va09w56, implanted: 2013 (B)(6); product type lead. (B)(4).